Manufacturer narrative:
The customer's returned sample was tested with retention crrs 4, lots k112 and k114 on an in-house galileo. The sample reacted with all k+ cells. Lot k109 was expired and not tested.

Event description:
The customer reported unexpected negative reactions for a patient sample containing anti-k using capture-r ready screen (crrs) lots k109, k112 and k114.